Manufacturer narrative:
This supplemental report is being submitted to provide to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Device evaluation determined that the reported issue of image blacking out was not able to be duplicated. The device was tested and observed with good image, found no stain or distortion. Device was plugged on a cv-190 processor and clv-light source and found no image problem. In addition, the cable and bending section were manipulated several times during the burned in process testing and observed no image issue. The device passed all functional testing and no issues observed. Based on evaluation findings the reported image issue was not able to be duplicated. The root cause of the reported issue is unknown as the reported issue was not confirmed. No device issue was found.

Event description:
It was reported that the device was found blacking out, having an image issue. There were no further details provided regarding the reported event. No patient involvement reported. No user injury reported.